Event description:
It was reported that during an embolization procedure, removal difficulties were encountered. The lesion being treated was located in the internal carotid artery. The renegade hi-flo (rhf) microcatheter and a fathom guide wire were introduced via an unspecified 4f catheter. While manipulating the rhf microcatheter and the guide wire together, attempting to position to deliver the embolization material to the biliary stenosis, resistance was noted. Attempts to overcome the resistance were unsuccessful and resulted in the physician's decision to remove the rhf microcatheter and the guide wire together. A high amount of pressure was required and the catheter was successfully removed from the pt. Upon inspection, it was noted that the catheter body of the rhf microcatheter was severely damaged, close to the proximal hub end of the catheter. The physician noted that no pressurized flush of saline was set up or in place for the guide catheter or the rhf microcatheter. The procedure was completed with a different device. No pt injury or complications were reported. The pt's condition was reported as "stable". Additional information has been requested.

Manufacturer narrative:
The returned device revealed a break on the catheter shaft and the braid was exposed. The break in the shaft was 23.6cm from the proximal with 6cm of braid exposed. There was no other damage noted to the catheter. Blood was visible within the distal tip of the catheter. Based on the analysis of the returned device the event information is confirmed. The break on the catheter shaft was caused by removing the catheter against resistance caused by lack of continuous flush. Per the direction for use (dfu): continuous flush: to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between the renegade hi flo microcatheter and guiding catheter, and the renegade hi flo microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens. The records were reviewed for manufacturing issues that could potentially relate to this complaint. This records review confirms that no issues or discrepancies were found and the catheter met all material, assembly and performance specifications. The root cause is determined to be user related.